Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced "oozing a lot of puss" at the stoma site. On (B)(6) 2025, the patient was seen in the emergency department, where they were diagnosed with an infection. The patient was prescribed oral antibiotic, amoxicillin. The device remains implanted.